Event description:
A malfunction on the pump was reported, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. The malfunction code did not recur after resetting, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction code reappears, and they acknowledged and understood this guidance.